Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a red screen was noted exhibiting an error message. Boston scientific's technical services (ts) was contacted for recommendations. Ts discussed the error message and it's self correcting nature. Recommendation, to perform a normal device interrogation and if no additional errors are exhibited, normal follow-up can be recommended. Data was then uploaded for a technical review, so as to determine the date the error was triggered. The representative then stated the patient had been dismissed prior to the system reinterrogation; however, no adverse patient effects were reported.